Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced fluctuating blood glucose with an episode of hyperglycemia up to 378 mg/dl for approximately three hours and an episode of hypoglycemia down to 46 mg/dl for approximately two and a half hours while fully connected to the system, without alarms or use of backup therapy. Symptoms included no loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included no medical intervention, no assistance, no ketone testing, and no hospitalization. Troubleshooting and education were provided, including guidance to treat low glucose with oral carbohydrates and to avoid overtreatment of hypoglycemia; the patient reported using glucose tablets and eggnog for the low. Investigation included a review of device performance based on user report and clinical follow-up. Investigation of this case revealed no device malfunction or alarm activity and suggested patient overtreatment of hypoglycemia as the likely contributor to subsequent variability. It was concluded, based on previously established findings for similar reports, that the cause was user-related management of hypoglycemia with resultant glycemic fluctuation.